Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose value 380mg/dl or 320mg/dl. The customer blood glucose level at morning was 401 mg/dl and had large ketones and after breakfast blood glucose value was 181 mg/dl and large ketones. Customer had saline drip and lantes in hospital. The device will be returned for analysis.

Manufacturer narrative:
(B)(4) insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches.